Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold small 6-file ster 25mm 2 files broke during use on 2 different patients. Broken parts remained in both patient's tooth. Information requested on patients and product return.

Manufacturer narrative:
Returned waveone gold small file 25mm is actually broken at the tip of the active part (mixed conditions torque + fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.